Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed introducer test.

Event description:
It was reported that during an implant there was and placement difficulty and the lead could not be fixed in the right atrium and exhibited high impedance. A new lead was implanted with success. No patient complications have been reported as a result of this event.